Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. No parts were received for evaluation.

Event description:
Medtronic received information regarding a navigation system during a cranial biopsy procedure. It was reported that a scope probe suddenly had recognition failure. "The positioning sensor unit (psu) rebooted multiple times" and the navigation system was restarted which resolved the issue. The surgery completed with no delay. There was no known patient impact.